Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H2: see a1, b5 and h6 (patient code).

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed error code 41786. No patient adverse events reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. The customers complaint was verified in the event log and during duplicating in testing. This revealed error code 41786 during power up. This also was found on the screen display and indicated a problem with iu never came out to reset or microprocessor board issue. This was later revealed in further investigation to be the microprocessor board. Action was taken to replace the microprocessor board. Overall condition of device was in good condition. Device passed all delivery and functional testing.

Event description:
Investigation completed on a smith medical ambulatory infusion pumps/cadd solis vip pumps - 2120 .